Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had multiple failed selftest alarms. It was stated that the error alarm would occur every day at 10.01am. Blood glucose level at the time of the incident was 13.5 mmol/l. The alarm did not occur during the rewind/prime sequence. The insulin pump passed the self test. It was advised to discontinue use of the insulin pump and to revert to the back-up plan due to multiple alarms. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with rf pic failed selftest alarm and high stop current due to faulty radio frequency board. Device had minor scratched display window.